Event description:
It was reported that the device exhibited a rapid battery depletion in a short period of time. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limits. The original battery was sent to the vendor for further evaluation. An internal battery anomaly was found to be the cause of the premature battery depletion.